Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a sudden loss or change of therapy and that she could not feel stimulation as of (B)(6) 2016. She wanted to increase stimulation, but could not. Stimulation was found off, so she was assisted in turning it back on. She noted that her symptoms had come back while the implantable neurostimulator (ins) was off. The patient's indication(s) for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3037 lot# serial# (B)(4) implanted: explanted: product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the controller remote died and this led to the implant being off. The return of symptoms were reported as resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.